Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that clear drainage was noted at the cardiac resynchronization therapy defibrillator (crt-d) implant site approximately two months post-implant. The drainage was noted to have turned to a yellow, blood-tinged color a few weeks later and the wound was noted to be open at the medial aspect of the incision with pocket infection noted. The system was removed. A temporary pacing lead was utilized while the patient underwent antibiotic treatment and the patient received a new system the following week. No further patient complications have been reported as a result of this event.